Manufacturer narrative:
(B)(4). Patient was implanted with unknown sternal wires on an unknown date. Revision surgery was not due to synthes implants. Device was discarded and is not expected to be returned to synthes manufacturer for evaluation/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a sternal reconstruction revision procedure on (B)(6) 2016, a sternal zipfix broke at the notch near the needle while the surgeon was suturing it through/around the sternum. The surgeon used a standard suturing technique. He then sutured another zipfix around the sternum. As a result, there was a surgical delay of one (1) to two (2) minutes. No fragments were generated. There was no patient harm and the procedure was completed successfully. Patient outcome was good. The patient was implanted with unknown sternal wires on an unknown date and was brought back for a revision surgery due to a non-union and breakage of the sternal wires. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: remove initials from initial (B)(6). Since these were non-synthes devices implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated 04112016: event description updated. Instead of ¿unknown sternal wires¿ updated it to non-synthes sternal wires.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.